Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Additional common device name intravascular administration set. Additional medical device type fpa. (B)(6). Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® ultratouch¿ push button blood collection set had no reflux. No serious injury or medical intervention.